Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician could not provide a specific reason as to why flow was impaired; vessel spasm may have occurred, but thrombus was another possibility. No additional opinion was provided as to the specific cause. The physician also could not rule out orbital atherectomy as a contributing factor to the change in flow. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A stealth orbital atherectomy device (oad) was selected for treatment of lesions in the mid and distal superior femoral artery. Prior to the procedure, the posterior tibial artery (pta) exhibited faint filling. Following atherectomy and angioplasty, flow to the pta was absent, and flow to the foot was reduced. Imaging was performed, and thrombus was not observed. The physician's opinion was that vessel spasm may have occurred, but the physician also could not rule out thrombus. The vessel was re-wired, and balloons were inflated. The final result of the interventions was slight improvement, but there was still reduced flow to the foot. Upon close observation following the procedure, it was found that the pta connected to the foot via collateral arteries, and this may have contributed to the reduced flow post-atherectomy.